Event description:
It was reported by a customer on (B)(6)2011, the fiber cap detached; the tip of the fiber blew but the physician was finished lasing anyway at 32,281 joules. No patient injury was reported.